Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "laser probe not working" (device issue). A materials manager reported that a flexible laser probe was not working.

Manufacturer narrative:
The sample has not yet been returned for testing. The investigation including root cause determination, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).